Manufacturer narrative:
Product ID 3389-28, lot# 0204239829, product type lead product ID 3389-28, lot# 0204126219, product type lead product ID 7482-51, serial# (B)(4), product type extension product ID 7482-51, serial# (B)(4), product type extension. (B)(4).

Event description:
It was initially reported that the patient experienced a dyskinetic crisis due to programming related to the implantable neurostimulator (ins) device/therapy. Symptoms (noted as moderate severity) were reported as ¿parossistic abnormal involuntary dystonic movements¿ and ¿left emisoma¿. Reprogramming was performed on (B)(6) 2012. The patient outcome was noted, as of (B)(6), 2012, as resolved without sequelae. If additional information is received, a follow up report will be sent.